Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. At this time, the device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
Boston scientific crm received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, exhibited a battery voltage of 2.58 volts after 27 months of implant. The current device status was unknown and technical services (ts) recommended that the patient should be scheduled for a device check. Additional information received noted that the device had reached end of life (eol). To date, no adverse patient effects were reported with this clinical observation. Subsequent information was received that the device was explanted and replaced. It was noted at the replacement procedure that the device had reverted to storage mode. No adverse patient effects were reported.